Event description:
Patient with history of systemic lupus erythematosus vasculitis antiphospholipid antibody syndrome was undergoing lower extremity ultrasound to rule out thromboses. The ultrasound technician was only able to perform a limited exam due to degraded penetration and resolution of philips hd11b ultrasound. Multiple vessels could not be seen in grayscale. Color and pulsed wave doppler could be used to show patency of the vessels, but the ultrasound technician could not show there were no deep vein thromboses by compression.